Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the activation failure occurred due to a failure of the circuit board (g1). Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for an unspecified procedure and the intended procedure was completed.

Event description:
It was reported the lcd monitor experienced power outage due to water getting on it. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.